Manufacturer narrative:
Zoll has not yet received the autopulse battery in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during device check the autopulse platform (s/n (B)(4)) stopped compressions after a few compressions displaying a "low battery level" error. This was while using a known fully charge nimh battery (s/n (B)(4)). The customer tried two additional known fully charged nimh batteries (s/n's (B)(4)) with the same result. There was no patient involved with this event. Refer to mdrs 3010617000-2016-00143, 3010617000-2016-00144 and 3010617000-2016-00145.

Manufacturer narrative:
Three nickel metal hydride batteries (s/n (B)(4)) were returned to zoll (B)(4) for evaluation. Testing of the 3 batteries shows that the power on the 3 nimh batteries was below 1300 w indicating the battery's capacity is below its nominal run time and the battery should be exchanged with a fully charged battery.